Event description:
During a shoulder repair procedure, a portion of the device broke off while cutting the biceps tendon of the right shoulder. Broken portion was left in the soft tissue of the shoulder. A 30-minute delay resulted.